Manufacturer narrative:
Correction: please retract this report 2017865-2025-96706, the same issue was previously reported as 2017865-2025-96585.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited noise. No intervention was performed. Patient status was not reported. The patient will be further monitored.